Event description:
In the 1990's, us govt. Started paying for this special adaptive tricycle for children with disabilities. This tricycle had quality issues. The MFR is not regulated. Nobody is expressing their concern on the end user. Us gov't needs to place some sanctions on these mfrs. My son tipped over while riding this tricycle. I reported it to the MFR and it was replaced. My son tipped over again on the second tricycle. I find out from a lot of parents with children of disability and they complain about the same problem. FDA needs to investigate.